Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic and blood glucose results. The customer is concerned with results obtained of 164 and 298mg/dl. The expected fasting blood glucose test result range is 134 and 165mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 132 and 128mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). While reviewing the memory hi display was noted. Customer stated that she was not symptomatic and blood sugar has been in the 300's before however, customer states- has not been higher than that. Customer also verbalize that she ate a lot of things she should have consumed the day before the hi display around 4 pm.